Event description:
The device was returned for an air compressor failure. During startup, the pump made excessive pneumatic recharge attempts before alarming. The pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. No other damage was identified.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "service needed error", patient harm: no, infusion stoppage: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.